Event description:
It was reported that the fiber tip was burnt. The case was completed using a second fiber without further issue. No pt injury was reported.

Manufacturer narrative:
The component codes for fiber and cap refer to the results code for thermal problem. Fiber analysis: the fiber cap remains intact and attached and drilled through; exhibits detritus, char, devitrification, and melted glass. Cap condition would result in reduced vaporization efficiency. This may cause forward firing. The root cause of the device failure was determined to be heat accumulation due to contact and or technique and anatomical/procedural factors encountered during the procedure.